Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found the lamp cable was sheared in some areas and there were signs of cable heating due to a possible power surge, the lamp cable routing by the customer, or the lamp age. Further investigation by the manufacturer did not identify a specific root cause for the event. Additional information for further investigation was requested but was not provided. It was suspected the issue was due to the customer not correctly installing the lamp. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where the wires on the photometer lamp were burnt and the plastic coating was melted on the c311 analyzer. No patients were involved in the event. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.